Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-nov-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they think they may have an ¿equipment failure¿. The patient clarified that the communicator may be having charging issues since maybe 2 months ago. The patient stated that the communicator was not 'engaging' as it should. The patient mentioned getting warnings on the handset if the communicator was too low. The patient stated that the communicator was plugged in last night but this morning, there was no communicator battery light indication on. Per the patient, the power cord to the communicator was loose and not locking in. The patient stated that they had to mess around with the positioning in order for communicator to charge; the lights would change from orange to green if they picked up the communicator from a flat surface. The agent had the patient connect to the pump to gather the current communicator battery percentage. The patient connected without issue but, stated they could not see the communicator percentage. The patient then stated they often have trouble connecting to the pump because the pump is located above their hip. It was noted that the patient was seeing not found communicator on the call. The agent reviewed placement of the communicator over the pump. The patient stated that they sometimes had to hit switch communicator or reboot the system in order to connect. The patient was then able to connect to the pump and saw the communicator was at 84%. A replacement communicator was requested from the repair department because the charging cord was loose in the communicator charging port and they had to position the communicator a certain way in order for it to charge.